Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the insulin pump. Customer reported that she tried to do a complete reservoir and set change, but the piston did not recognize the reservoir. Customer also reported that the insulin pump has an unresponsive keypad. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with no esc and act button response due to corroded keypad traces. Unable to verify the prime/fill anomaly, excessive no delivery alarm or perform the functional testing or check the operating currents due to no button response. No cosmetic damage was noted.